Manufacturer narrative:
Product event summary-the partial lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo.

Event description:
It was reported that right ventricular (rv) lead showed increased threshold and low pacing impedance. The rv lead was removed and re placed. It was also reported that the atrial lead had historically high threshold. The atrial lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524-45 lead, (B)(6) 1992; 5076-45 lead, (B)(6) 2005. (B)(4).